Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6); inratio: 2.9 (12pm); lab: 8.9 (4pm). Time between tests: 4 hrs. Therapeutic range: 2.0-3.0. Pt went to the hosp on (B)(6) due to blood in her urine and back spasms. In the emergency room she was given vitamin k due to the high inr value and vicodin for her back spasms. The pt was not admitted to the hosp, she was released to go home later that day. Pt was given vicodin a few days prior to (B)(6) and was given more on (B)(6) in the emergency room.

Manufacturer narrative:
Investigation pending device return.